Event description:
I was in (B)(6) hospital for low sodium, siadh. Around 10:30-11 pm, I was told I needed a MRI of my brain. I told them I had an abbott drg and was not to get an MRI. Several nurses followed into my room and stated, "your brain could blow if you don't get this." So, I called the rep and read what she wrote me before: my abbott rg can have a MRI. So I did. Immediately after the MRI, I got back to my room and turned my device from MRI mode to on. Immediately, I felt shaking behind by small intestines and down the back of my legs. I called the nurse and asked for a doctor. They all said, "its anxiety". To condense the story, I finally saw the doctor who put the device in and said I could have MRI. Dr. (B)(6) said yes, you can have an MRI without problems or shaking. Then the rep of abbott said, "but she has that abandoned wire in her still". Dr. (B)(6) eyes opened more and said "oh". Dr. (B)(6) did try to take out battery but left wire in and replaced the battery with a new one. I still had the shakes. So, in (B)(6), I saw another doctor in the office. She said she would send me (B)(6) to take out device and wire and abandoned 're and replace whole device. That happened on (B)(6) 2025. I still continued to shake. By (B)(6) 2025, the doctor (B)(6), dr. (B)(6) recommended me to remove the whole device and not put another one in. I had that done on (B)(6) 2025. Then the lower back pain started. Along with the shaking. I don't remember the date, but I called dr. (B)(6) again to tell him of the severe back pain and shaking down the si pathway to foot and the heel pain when walking. The message I got from his medical assistant was "dr. (B)(6) will no longer see you or do procedures on you." That's when I went back to dr. (B)(6) ortho for help. He has since given me two kinds of epidural injection but neither has worked. My lower back hurts to sit or stand or lie down. My heels hurt to stand and even lying down, the heels hurt. I still have the shaking on the s1 pathway. I'm trying to get into a neurosurgeon to see if he can help but still waiting to see if he accepts the referral. My device model was 3664 serial/lot: (B)(6).1 implanted on (B)(6) 2024. Wires mn10450-50a 20102596 loc. S1drg, mn10450-50a 20102588 loc. S1drg. The card also has the letters mr with and red circle and slash through it. I asked both dr (B)(6) and the abbott rep what that meant and they both said they didn't know. The MRI tech at (B)(6) hospital said he didn't know. I now believe it means no MRI. I am waiting on another MRI to see if anything shows since the first MRI showed nothing. Do mris see the s1 nerve root? I don't know. Any help in this situation will be appreciated. Patient codes: 2515, 1994, 4895. Device code: 2927. Ref reports: mw5186096, mw5186097, mw5186098, mw5186100.